Event description:
It was reported that during a procedure the unit increased from 2.1 to 3.0 without being touched and the immediate stop button would not register. The customer had to pull out the electrode and stop the procedure. It was reported that the procedure was able to be completed but it is not known how it was completed. There was increased discomfort by the patient but there was no permanent impairment or any other adverse consequences. No medical intervention was required. There was some delay reported but the length of time is not known.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.